Event description:
Removal of dental implant. The clinician reported implant was placed in thin cortical bone in 2005. The cover screw was loose when clinician made the second stage surgery. The clinician opened the flap and discovered the implant stability was not good, so he removed the implant six months later, and underwent the gbr surgery. The clinician identified the reason of removal as failure-to-osseointegrate resulting from patient poor oral hygeine.

Manufacturer narrative:
The implant was received without any attachments and was not fractured. The implant was examined under 10x magnification and no thread defects were found. The implant was then compared to a l02050 rev/10/03 radiographic template and was determined to be a ph4mm x 9mm implant.